Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, heavy periods, pelvic mass, chronic cervicitis, adenomyosis, endometriosis, cesarean section and tonsillar disorder. Right and left fallopian tubes and ovaries: ovaries and fallopian tubes with extensive endometriosis. Specimen submitted: 1.uterus, bilateral tubes & ovaries hlstory/pre -op diagnosis: pelvic pain, pelvic mass the bilateral adnexa are removed and the u.terus and cervix weigh 124.1 grams and measure from inferior to superior 10.0, transversely 5.5, anterior to posterior 4.0 cm. The cervix measures 4.0 x 3.0 cm and has a linear slit-like os that measures 1.5 cm in length. The ectocervix was smooth and shows no evidence of vascular lesions. There is no eversion of the squamocolumnar junction and the endometrial cavity showed up about 8.4 cm. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia"), headache ("headaches,") and stress ("stress") and was found to have hormone level abnormal ("hormones out of wack"). The patient was treated with surgery (laparoscopy, exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, headache, stress and hormone level abnormal outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, pelvic pain, stress and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: findings: there are no focal lesions noted within tile liver however a tiny nodular density measuring approximately I cm is seen abutting the hepatic margin measuring between 7 to 9 mm in size noted 011 image 14 series three. And image 86 series 104 b it is not clear whether this is attached to tile hepatic capsule or within tile right lung 2. Lobular mass lesions within the pelvis possibly arising .from the left ovary and cervix neoplastic process to be excluded evaluation by gynecology c01lsult recomnlellded.. Hysterosalpingogram - on (B)(6) 2005: the essure implants in the fallopian tubes as seen on the hysterosalpingogram. Lot number ess205 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of product technical compliant. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, heavy periods, pelvic mass, chronic cervicitis, adenomyosis, endometriosis, cesarean section and tonsillar disorder. Right and left fallopian tubes and ovaries: ovaries and fallopian tubes with extensive endometriosis. Specimen submitted: uterus, bilateral tubes & ovaries history/pre -op diagnosis: pelvic pain, pelvic mass the bilateral adnexa are removed and the uterus and cervix weigh 124.1 grams and measure from inferior to superior 10.0, transversely 5.5, anterior to posterior 4.0 cm. The cervix measures 4.0 x 3.0 cm and has a linear slit-like os that measures 1.5 cm in length. The ectocervix was smooth and shows no evidence of vascular lesions. There is no eversion of the squamocolumnar junction and the endometrial cavity showed up about 8.4 cm. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pain"), dyspareunia ("dyspareunia"), headache ("headaches,") and stress ("stress") and was found to have hormone level abnormal ("hormones out of wack"). The patient was treated with surgery (laparoscopy, exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, headache, stress and hormone level abnormal outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, pelvic pain, stress and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: findings: there are no focal lesions noted within tile liver however a tiny nodular density measuring approximately I cm is seen abutting the hepatic margin measuring between 7 to 9 mm in size noted 011 image 14 series three. And image 86 series 104 b it is not clear whether this is attached to tile hepatic capsule or within tile right lung 2. Lobular mass lesions within the pelvis possibly arising. From the left ovary and cervix neoplastic process to be excluded evaluation by gynecology consult recommended. Hysterosalpingogram - on (B)(6) 2005: the essure implants in the fallopian tubes as seen on the hysterosalpingogram. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.